Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a pacemaker dependent patient presented to the clinic for follow up. Device interrogation revealed the right ventricular lead exhibited loss of capture and oversensing. Previously in (B)(6) 2012, an increase in ventricular capture thresholds was noted. In (B)(6) 2013, the patient experienced a fall. The cause of the fall was unknown. The lead was capped and replaced on (B)(6) 2014.